Manufacturer narrative:
Reported event: an event regarding damage involving an triathlon insert was reported. The event was confirmed. Method and results: device evaluation and results: a material analysis was performed on the returned device. The report concluded: "burnishing, scratching and third-body indentations were observed on the condyles of the insert. These are common damage modes of uhmwpe. Impression markings were observed on the distal surface of the insert, consistent with contact against the baseplate. No material or manufacturing defects were observed on the surfaces examined." Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusions: the investigation concluded with the material analysis examination that "burnishing, scratching and third-body indentations were observed on the condyles of the insert. These are common damage modes of uhmwpe. Impression markings were observed on the distal surface of the insert, consistent with contact against the baseplate. Therefore the root cause could not be determined. No material or manufacturing defects were observed on the surfaces examined"

Event description:
Irrigation and debridement. Surgeon elected to do a poly exchange as well. This is for the right knee.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Irrigation and debridement. Surgeon elected to do a poly exchange as well. This is for the right knee.